Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the anomaly observed in the field. Visual inspection noted that the is-1 connector leg and both df-1 connector legs were bent at 6 cm from the connector pin. Electrical testing indicated that the rv coil was open. X-ray photo showed both cables of the df-1 rv connector pin were fractured outside of the strain relief coil. The fracture is consistent with that produced by fatigue.

Event description:
It was reported that the lead exhibited intermittent high impedance. Lead fracture was suspected.